Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a total laparascopic hysterectomy the needle broke off of the device. This caused the surgical time to be delayed longer than 30 minutes.